Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose over 600 mg/dl. During troubleshooting, customer support found that the basal history did not match active basal program. This complaint is being reported as inaccurate delivery may have contributed to the hyperglycemic event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. The available basal total daily dose matched the basal program. The pump passed all required delivery accuracy testing. Unrelated to the original complaint, the battery compartment was cracked at the left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.